Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Per the customer the error occurred twice on the previous day and fse was unable to duplicate the error while using the cup evaluation macro or running patient samples. Fse checked the cup alignments for the hybrid arm at the lane and incubator, it seemed the cup transport was not able to align with the waste tube to discard the cups. Fse replaced the picking up mechanism for the hybrid arm to keep the error from reoccurring. Fse repaired and validated the analyzer by successfully performing daily check, ran cup evaluation macro, ran quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(6), was installed on 13apr 2022. A complaint history review and service history review for similar complaints was performed from installation date 13apr2022 through aware date (B)(6) 2023. There were no other similar complaints identified during this searched period. Aia-2000 operator's manual on the appendix 4: error messages: (2151) hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. (2061) tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the cup transport.

Event description:
A customer reported error message ¿2151 hybrid arm /cup transfer cup pickup failure and 2061 tip detachment failure by main arm¿ on the aia-2000 analyzer. Prior to the call, the customer restarted the analyzer and checked the tip trays and were placed correctly. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.